Event description:
This patient presented to the emergency department (ed) in very critical condition with signs and symptoms (s/s) of herniation and a change in typical seizure pattern with decerebrate posture. Shunt was tapped urgently to stabilize her, with 5 ml removed and sent for culture. Culture showed gram negative bacteria rods. She was taken to the operating room (or) emergently where she underwent removal of left frontal ventriculoperitioneal (vp) shunt with insertion of external ventricular drain (evd). She has infection. ID consulting. Currently in pediatric intensive care unit (picu).======================manufacturer response for shunt, central nervous system & components, bioglide ventricular catheter (per site reporter).======================known issue. Recalled.what was the original intended procedure?vp shunt.